Manufacturer narrative:
Date sent to FDA: (B)(6) 2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent open ventral hernia repair surgery, small bowel resection and reanastomosis on (B)(6) 2017 during which the surgeon noted dense adhesions, 30 minutes of additional operating time and a small loop of small bowel strangulated in the hernia. An enterotomy was made and a twelve centimeter segment of bowel was resected. It was reported that the patient experienced severe pain, dense adhesions, bowel resection, loss of appetite, weight loss, stress and anxiety. No additional information is provided.